Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) discharged ¿really fast¿. It was stated that after a few minutes the ins battery got empty. It was stated that he ¿only got 2-4 times to use the therapy and then the ins battery was empty¿. It was noted that it was not clear what the patient mean by ¿2-4 times¿. It was reported that the patient charged his ins until he saw the ¿ins charge complete¿ screen. It was noted that the patient kept stimulation on all the time. Additional information received reported that the patient¿s concerns had not been resolved. It was stated that the device took too long to charge.